Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting it. The malfunction code did not recur, allowing the customer to continue using the pump, and the caller was advised to contact support again if the issue reappears.